Event description:
It was reported that the subject device presented e223 error message during preparation for use for a therapeutic procedure. It was reported that there were unknown number of e223 occurrences. When the video connector was cleaned, there were no problems and the device could be used for the procedure as is. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see section d8, g3, h2, h3, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: there was a white flaw and scratches were observed in the electrical contacts of the video connector. A root cause of the reported issue cannot be identified. A device history review - DHR of the current product was reviewed and no issues were found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to patient identifiers: (B)(6). The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device presented e223 error message during preparation for use for a therapeutic procedure. It was reported that there were unknown number of e223 occurrences. When the video connector was cleaned, there were no problems and the device could be used for the procedure as is. The procedure was completed using the same set of equipment. There were no reports of patient harm.